Manufacturer narrative:
The manufacturer¿s postal code is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood loss related to the exeltra dialyzer set. The event was reported as the blood leaked from the fiber and occurred at the very beginning of treatment. The estimated blood loss to the patient was approximately 150-250 ml. There was no medical intervention or hospitalization as a result of this incident. At the time of this report, the patient is recovered. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.